Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of breastfeeding difficulties and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown with "hardening."

Event description:
Patient reported "not enough milk production" on an unspecified side. Patient additionally reported "hardening and capsular contractures," baker grade unknown. Patient additionally reported "skin cancer"; this event is not related to the device. Device remains implanted. This record is for the right side.